Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the patient.

Manufacturer narrative:
The keypad did not sustain physical damage. All buttons on keypad are intermittently responsive and spring back when pressed. There was evidence of keypad adhesive found under all key contacts.